Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') and ovarian cyst ('ovarian cyst') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced ovarian cyst (seriousness criterion medically significant), endometriosis ("endometriosis"), the first episode of migraine ("migraine"), rash ("I have had everywhere/ rash/ rashes"), urticaria ("hives"), fatigue ("fatigue"), colitis ulcerative ("ulcerative colitis"), the second episode of migraine ("migraine"), dyspepsia ("digestive problem"), anxiety ("anxiety") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy and ovarian cyst removal surgery). Essure was removed. At the time of the report, the medical device removal, ovarian cyst, endometriosis, rash, urticaria, fatigue, colitis ulcerative, the last episode of migraine, dyspepsia, anxiety and allergy to metals outcome was unknown. The reporter considered allergy to metals, anxiety, colitis ulcerative, dyspepsia, endometriosis, fatigue, medical device removal, ovarian cyst, rash, urticaria, the first episode of migraine and the second episode of migraine to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : ovarian cyst , endometriosis, urticaria , rash. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') and ovarian cyst ('ovarian cyst') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced ovarian cyst (seriousness criterion medically significant), endometriosis ("endometriosis"), the first episode of migraine ("migraine"), rash ("I have had everywhere/ rash/ rashes"), urticaria ("hives"), fatigue ("fatigue"), colitis ulcerative ("ulcerative colitis"), the second episode of migraine ("migraine"), dyspepsia ("digestive problem"), anxiety ("anxiety") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy and ovarian cyst removal surgery). Essure was removed. At the time of the report, the medical device removal, ovarian cyst, endometriosis, rash, urticaria, fatigue, colitis ulcerative, the last episode of migraine, dyspepsia, anxiety and allergy to metals outcome was unknown. The reporter considered allergy to metals, anxiety, colitis ulcerative, dyspepsia, endometriosis, fatigue, medical device removal, ovarian cyst, rash, urticaria, the first episode of migraine and the second episode of migraine to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : ovarian cyst , endometriosis, urticaria , rash. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: follow-up 6 and 7 processed together. Social media received. Reporter information added. Events: fatigue, ulcerative colitis, migraine, digestive problem, anxiety, nickel allergy were newly added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') and ovarian cyst ('ovarian cyst') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced ovarian cyst (seriousness criterion medically significant), endometriosis ("endometriosis"), migraine ("migraine"), rash ("I have had everywhere/ rash") and urticaria ("hives"). The patient was treated with surgery (hysterectomy and ovarian cyst removal surgery). At the time of the report, the medical device removal, ovarian cyst, endometriosis, rash and urticaria outcome was unknown and the migraine had resolved. The reporter considered endometriosis, medical device removal, migraine, ovarian cyst, rash and urticaria to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : ovarian cyst , endometriosis, urticaria , rash. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: social media received: reporter information was added. New events "I have had everywhere/rash and hives" was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') and ovarian cyst ('ovarian cyst') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced ovarian cyst (seriousness criterion medically significant), endometriosis ("endometriosis") and migraine ("migraine"). The patient was treated with surgery (hysterectomy and ovarian cyst removal surgery). At the time of the report, the medical device removal, ovarian cyst and endometriosis outcome was unknown and the migraine had resolved. The reporter considered endometriosis, medical device removal, migraine and ovarian cyst to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : ovarian cyst , endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received. Reporters information added. This case became incident. Event: hysterectomy and migraine were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.